Event description:
The doctor noticed that the trailing haptic was bent after the lens was implanted in the pt's eye. He removed and replaced the lens.

Manufacturer narrative:
See MDR 1920664-2008-00306 for the intraocular lens used with this delivery device.